Manufacturer narrative:
Customer contact reports no patient information available.

Event description:
The hospital reported a malfunction causing the loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.